Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. One picture has been received, but it did not allow to confirm the reported event as the semi-finished lot number on the picture does not match with the finished product lot number and information of the manufacturing record, meaning that the product on the received picture is not the product involved in the reported malfunction. In addition, it was confirmed by the complainant that the picture is not showing the product involved in the reported event, but another product instead, as the product involved in the malfunction was discarded ((B)(6)). The product analysis can't be performed as the product was not returned (discarded at the hospital). The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event could not be confirmed on the basis of available information, but could be traced to the manufacturing. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that, during the surgery, the package of the cement was damaged, hence cement was not used. In addition, it was reported that the internal package was badly sealed. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). Report source, foreign - event occurred in la reunion. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that, during the surgery, the package of the cement was damaged, hence cement was not used. In addition, it was reported that the internal package was badly sealed (see (B)(4). No adverse event has been reported as a result of the malfunction.